Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient came in for follow up complaining of pain. Patient x-rays showed evidence of lucency. Patient was work up for infection with no evidence indicated. Patient was scoped. Bone and soft tissue overgrowth was noted. Pain continued and patient was scheduled for revision. Intraoperative cultures and frozen sections were unremarkable and showed no evidence of infection. Implants were loose and revised.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports, pathlogy reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came in for follow up complaining of pain. Patient x-rays showed evidence of lucency. Patient was work up for infection with no evidence indicated. Patient was scoped. Bone and soft tissue overgrowth was noted. Pain continued and patient was scheduled for revision. Intraoperative cultures and frozen sections were unremarkable and showed no evidence of infection. Implants were loose and revised.